Event description:
It was reported the pt went to the ER with oozing and redness at the ipg site. The pt ws prescribed antibiotics for six months. It was reported the scs sys was working well. The physician stated the pt had a history of (B)(6) infection. The sys remained implanted.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.